Event description:
The manufacturer received information alleging nasal or throat irritation related to a CPAP device's sound abatement foam. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged nasal / throat irritation or soreness, patient wakes through the night not being able to breathe, and strange odor. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. During the investigation, the manufacturer observed an unknown dust contaminant on the top enclosure. A dark unknown dust contaminant was observed on the front panel, rear panel, and bottom enclosure. An unknown dust contaminant was observed on the blower and blower seal. A keratin-like substance was observed on the blower box outlet. The manufacture confirmed no presence of degraded sound abatement foam using a fitt and there were no errors found. Evidence of sound abatement foam degradation/breakdown was not observed and unable to directly address the symptoms or complaints.